Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-oct-2019 with the following findings: during investigation, the pump was powered on and a call service 006 alarm occurred shortly after powering on. There were multiple call service 006 alarms in alarm history. Corrosion was noted in the battery compartment. The battery compartment was found to be cracked, and the pump leaks at the battery compartment. The pump cover was removed, and moisture damage was found. The call service alarm is due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) cs 006 issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.